Event description:
The account stated the stretcher is moving when the brake is locked.

Manufacturer narrative:
The technician found the casters continue to ratchet when in brake. He replaced the four brake casters to repair the stretcher.